Event description:
Steam indicator dye strips are not intact and reflect a reaction prior to introduction surgical setting. Pt: 4582. Device: 2978, 2952. Reference report # mw5190392, mw5190393, mw5190395, mw5190396, mw5190397, mw5190398, mw5190399, mw5190400, mw5190401, mw5190402, mw5190403, mw5190404, mw5190405, mw5190406, mw5190407, mw5190408, mw5190409, mw5190410, mw5190411, mw5190412, mw5190413, mw5190414, mw5190415, mw5190416, mw5190417, mw5190418, mw5190419, mw5190420, mw5190421, mw5190422, mw5190423, mw5190424. This report captures sterilization test strips #3.